Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that on 20feb2024, the clinician experienced an inaccurate respiratory rate that was off by 1-2 breaths which would cause the pca to pause five(5) times. Patient was sleeping. Pca infusion was continuous and pca dose. The clinician kept restarting the infusion to resolve the issue. This was reported to bd representatives during their site visit. There was patient involvement but no harm.